Event description:
Legal counsel for the patient reported patient underwent a total right hip arthroplasty on (B)(6) 2010 and a total left hip arthroplasty on (B)(6) 2010. Patient's legal counsel reports patient allegations of pain, fevers, synovitis and elevated metal ion levels. Subsequently, patient's legal counsel further reported patient underwent a left hip revision procedure on (B)(6) 2011 and a right hip revision procedure on (B)(6) 2011. Review of invoice histories confirmed the modular head and taper adapters were removed and replaced in both revision procedures. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-05498 / 05499).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient reported patient underwent a total right hip arthroplasty on (B)(6) 2010 and a total left hip arthroplasty on (B)(6) 2010. Patient's legal counsel reports patient allegations of pain, fevers, synovitis and elevated metal ion levels. Subsequently, patient's legal counsel further reported patient underwent a left hip revision procedure on (B)(6) 2011 and a right hip revision procedure on (B)(6) 2011. Review of invoice histories confirmed the modular head and taper adapters were removed and replaced in both revision procedures. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information provided in patient medical records indicates left hip revision on (B)(6) 2011 was due to reaction of metal-on-metal hip. The patient's operative report noted fluid, synovitis, synovial fragments, and inflammation. Additional information provided in patient medical records indicates right hip revision on (B)(6) 2011 was due to pain and reaction of metal-on-metal hip. The patient's operative report noted clear synovial fluid.